Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device projecting along the serosal surface of the right anterolateral uterine fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, irregular periods, atopic dermatitis, vulvovaginal pain, nickel sensitivity, right lower quadrant pain, night sweats, bandemia, groin pain, cholecystectomy, hernia repair, cervical dysplasia, fibrocystic breast, thyroid disorder, c-section, colposcopy, borderline diabetes, essential hypertension and anxiety. Previously administered products included for an unreported indication: mirena. Concomitant products included lisinopril, medroxyprogesterone, naproxen (naprosyn), oxycodone hydrochloride;paracetamol (percocet) and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), allergy to metals ("nickel allergy") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, vulvovaginal pain, allergy to metals and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: elective sterilization-hysteroscopic tubal occlusion via essure coils on right side only, unsuccessful on left. Right: 3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure device projecting along the serosal surface of the right anterolateral uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporter information added, case became medically confirmed. Patient middle name, demographic details, medical history, concomitant medications and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device projecting along the serosal surface of the right anterolateral uterine fundus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), allergy to metals ("nickel allergy") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, vulvovaginal pain, allergy to metals and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device projecting along the serosal surface of the right anterolateral uterine fundus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), allergy to metals ("nickel allergy") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, vulvovaginal pain, allergy to metals and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.